Manufacturer narrative:
The technician adjusted the siderail locking mechanism to repair the bed.

Event description:
Information received indicates the locking mechanism on the right foot siderail is sticking and not locking.